Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right pelvic organ prolapse. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 60 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient condition was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).